Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a herniorraphy on (B)(6) 2020 and the absorbable straps were used. It was reported that the straps of the secure strap were not working properly, they were not fixed on the patient's abdominal wall. The procedure was successfully completed. There were no adverse patient consequences reported.